Event description:
A 24 mm diametr x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the pt had a rapidly shrinking aneurysm that led to migration of the aneurx bifurcated stent graft requiring implantation of a talent aortic cuff. The aortic cuff implantation date has not been determined.